Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a gastric sleeve procedure, the top of the trocar/cap broke off. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. Nothing fell into the patient cavity. Another trocar was used to complete the procedure. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Product analysis suggests the product was used in a surgical procedure. Replication of the reported condition may be due to rough handling of the device. The locking tabs can be sheared off if there is torque or other excessive forces applied to the device. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.